Manufacturer narrative:
Fixture loosening without clinical signs.

Event description:
Fixture extraction surgery for a femur patient due to loosening. No clinical signs were reported. Fixture removal took place on (B)(6) 2023.